Manufacturer narrative:
The strips were requested for investigation. Replacement product was sent. The reporter¿s strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.8 inr qc 2: 2.8 inr qc 3: 2.9 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine-based) origin are not a coaguchek-specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of questionable results from coaguchek xs professional meter serial number (B)(4) compared to a coaguchek xs meter serial number unknown and a laboratory result using an unknown method. On (B)(6) 2023, the xs professional meter result was 2.4 inr. The xs meter result within 4 hours was 4.2 inr. The laboratory result within 4 hours was 4.8 inr. No medication changes were made based on the meter result. The patient¿s therapeutic range is 1.8 - 3.0 inr with a testing frequency of weekly.